Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low battery run time. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device. The getinge field service engineer (fse) resolved the issue by replacing the batteries. As a precaution, the fse also replaced the luer fitting, as well as a missing concealment. The fse then verified calibration, performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had low battery run time. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.